Event description:
The pt underwent surgery for reversal of an ileostomy. The surgeon placed seprafilm under the incision to prevent adhesions. The pt returned to the hosp with an intra-abdominal abscess which consisted of infected seprafilm. She required percutaneous drainage and intravenous antibiotic therapy. Dates of use: 2008.